Manufacturer narrative:
(B)(4). Bent advancer. The analysis results found that the el5ml device was returned in good visual condition. Furthermore, the advancer tip was noted to be bent. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 11 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a diagnostic laparoscopic lysis of adhesions procedure, the device doesn't open completely when inside the patient. It was unknown which firing. There were no issues reported with clip formation or feeding. Another device was used to complete the procedure. There was no patient consequence.